Event description:
A confirmed motor stall with no motor stall recovery was reported. It was added that the motor stall was caused by patient having MRI or other medical procedure. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was later reported the pump motor started back with a couple additional minutes of waiting.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received further stated that the motor stall recovery was definitely more than a couple minutes after the stall, but uncertain if it was greater than 2 hours.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4).